Manufacturer narrative:
Date of even tis estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10094. It was reported that patient experienced ineffective stimulation. X-rays confirmed that both the leads had migrated. As a result, patient underwent surgical intervention wherein both the leads were explanted and replaced. Therapy restored post- op.